Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose level of 46 mg/dl. Customer stated that the blood glucose meter was not sending reading to the pump. It was unknown whether the customer was using auto mode at the time of reported event. The device will not be returned for analysis.